Event description:
Customer reported the insulin pump is not telling her how much insulin the reservoir had left. Call was dropped unable to troubleshoot or get customer's blood glucose level. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.